Event description:
It was reported that high capture thresholds and a rise in pacing threshold was noted when it comes to this left ventricular lead. The lead was programmed off and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that high capture thresholds and a rise in pacing threshold was noted when it comes to this left ventricular lead. The lead was programmed off and remains implanted. No adverse patient effects were reported.